Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient began having driveline communication fault alarms in the morning at about 08:00, the system controller clock was incorrect and reflects it was about 07:00, and this had since been updated. The patient was stable and had not been experiencing any physical distress, as they were sleeping when alarms began. They did not recall any significant trauma to the driveline. Log files were sent for review, and the event file confirmed driveline comm b faults on (B)(6) 2025. The alarm was not interfering with equipment operation, and a system controller/modular cable exchange was recommended. The site further provided that the system controller and the modular cable were switched out with success, and there were no more alarms. The system controller passed a self test and the patient was clinically stable. Images were provided of the pins inside the old modular cable, and the product performance engineering (ppe) team provided that there were signs of fluid ingress/corrosion observed within the inline connector. Which could have contributed to the alarms. A pump cable connector cleaning was being scheduled. Log files were submitted prior to the heartmate 3 pump cable connector cleaning, and they confirmed driveline communication and power faults on (B)(6) 2025. After the heartmate 3 pump cable connector cleaning those two alarms resolved. The modular cable was requested to be replaced under warranty as abbott tech service had it replaced during the heartmate 3 pump cable connector cleaning procedure.

Event description:
It was reported that the reason for the pump cable cleaning was because of visible corrosion in the connector part of the original modular cable that was replaced on (B)(6) 2025. The second modular cable exchange was a part of the pump cable connector cleaning and was requested by the engineers performing the cleaning; the corrosion on the pump cable had spread and contaminated the modular cable. The driveline faults had resolved fully following the pump cable connector cleaning and the second modular cable replacement.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed. The provided log file captured a driveline comm fault alarm on (B)(6) 2025 correlating to the system¿s comm-b line, and the alarm remained active throughout the remainder of the data. The driveline communication fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The returned modular cable (lot number 10337246) was observed to have signs of fluid ingress and corrosion within its inline connector upon arrival, affecting all of the pins in its inline connector. The cable was functionally tested, and atypical alarms were not reproduced throughout all testing; the cable was able to operate a mock loop as intended. However, the observed fluid damage could have correlated to the cause of the reported event. The root cause of the fluid ingress within the modular cable was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 10337246, showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their modular cable, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.